Event description:
During a remote follow-up, increased pacing impedance and noise were observed on the right atrial (ra) lead. No intervention has been performed. The patient is stable.

Event description:
Additional information received indicated that the device was reprogrammed as an interim resolution. The patient was in stable condition and will continue to be monitored. It was also received that the noise observed on the right atrial (ra) lead resulted in oversensing episodes.